Event description:
Reference number(B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set spring detached from outer ring of inserter prior to insertion while cocking the spring event on 25-feb-2026. The patient replaced infusion set and resumed insulin deliveries successfully no further information available.